Event description:
As reported, during use of a 5f exoseal vascular closure device (vcd) using standard technique, the plug dislodged. Upon removal, the plug popped out and was found to be fully deployed. Hemostasis was achieved with 10 minutes of manual compression. There were no reported injuries to the patient. This was during an interventional procedure in which a non-cordis sheath was used from a retrograde approach. One exoseal vcd was used. The physician was certified in the use of the exoseal vcd. The device was stored and prepared according to the instructions for use (IFU) and no visible device or packaging damage was observed prior to use. The suitability of the femoral artery was confirmed via angiography, with an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5 mm. No calcium, plaque, stent, or >50% stenosis was present near the puncture site, and there was no history of closure device use, hematoma, arteriovenous fistula, or pseudoaneurysm at the access site within 30 days prior. The deployment button was fully depressed, and blood flow was observed from the bleed-back indicator. The exoseal vcd and sheath were removed as a single unit approximately 1¿2 seconds after deployment. The indicator wire was not visible upon removal. The patient exhibited no signs or symptoms of distal blood flow occlusion. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during use of a 5f exoseal vascular closure device (vcd) using standard technique, the plug dislodged. Upon removal, the plug popped out and was found to be fully deployed. Hemostasis was achieved with 10 minutes of manual compression. There were no reported injuries to the patient. This was during an interventional procedure in which a non-cordis sheath was used from a retrograde approach. One exoseal vcd was used. The physician was certified in the use of the exoseal vcd. The device was stored and prepared according to the instructions for use (IFU) and no visible device or packaging damage was observed prior to use. The suitability of the femoral artery was confirmed via angiography, with an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5 mm. No calcium, plaque, stent, or >50% stenosis was present near the puncture site, and there was no history of closure device use, hematoma, arteriovenous fistula, or pseudoaneurysm at the access site within 30 days prior. The deployment button was fully depressed, and blood flow was observed from the bleed-back indicator. The exoseal vcd and sheath were removed as a single unit approximately 1¿2 seconds after deployment. The indicator wire was not visible upon removal. The patient exhibited no signs or symptoms of distal blood flow occlusion. One non-sterile vascular closure device 5f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received pressed, while the guard was locked. The plug was deployed, and the indicator wire was found retracted. The unit was returned inserted into a 5f non-cordis catheter sheath introducer (csi). Finally, it was observed that the indicator window was received in the black/white/red position. During the visual analysis presence of dried blood residues along the lumen of the delivery shaft were observed. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.